Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed lesion was located in the calcified and severely tortuous proximal left circumflex artery. The lesion was predilated with an unknown balloon. The 2.50x12mm taxus liberte stent was advanced, however, resistance was encountered and it was unable to cross the lesion. The physician removed the device and found stent flaring. The procedure was not completed. No complications were reported with the patient status is listed as "good".

Manufacturer narrative:
(B)(4): as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)